Manufacturer narrative:
The lens was received for diopter measurement. Results of our testing confirmed the diopter power was correct as labeled, 15.5. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 1 month after initial implant. Reason stated was the improper iol power was used.